Event description:
Customer reported a malfunction alarm indicated by code malf 12 on their insulin pump, which occurred several times without any prior notable events. Blood glucose levels did not exceed 500 mg/dl, reporting within a safe range. Customer opted for manual daily injections (mdi) as a backup insulin delivery method. Technical support agreed to replace the pump, confirmed shipping details, and instructed the customer how to store the pump before returning it with a pre-paid label. Customer acknowledged and understood the instructions.